Event description:
It was reported that the lead was difficult to position and that the lobes would not deploy after several repositionings. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal conductor stretched and blood/body fluid noted (non-obstructed), body/blood fluid noted on outer tubing overlay and in/on lobe mechanism. Due to the dried blood under the overlay tubing and lobes, it cannot be determined what caused the reported deployment issue. Full lead was returned for analysis.